Manufacturer narrative:
Expiration date - unknown due to lot number being unknown. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to lot number being unknown. The actual device was returned to the manufacturing facility for evaluation. When closely checked the actual sample of 1pc. The safety-cover was not properly shielding a tip of inner-needle and it was positioned on its way to cover up cannula tip instead. Next, the safety-cover portion was closely checked under microscopic observation. No irregularity that could have led to malfunction of the safety-cover was found. An unused catheter-hub from our retention sample was prepared and placed onto the actual sample to create original condition. It was used to simulate and to verify the proper shielding performance of the safety cover. We conducted inner-needle testing by pulling it repeatedly 10 times to check proper shielding performance. As a result, the safety cover was confirmed to be safely activated to shield the tip. The unused sample piece was tested in same way and no irregularity observed on its activation performance. The manufacture inspection record was traced back and reviewed. As a result, no similar event was noted in the record which was generated by production origin, has ever been reported by other medical institutions. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "if the safety mechanism fails to activate, carefully dispose the product appropriately.", "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." And "do not to touch the safety cover after withdrawal of the inner needle for infection prevention." There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that a surshield surflo was being used on a patient and that the safety cover did not properly activate. The user suffered a needle-puncture in result of the safety cover not being activated. It has been confirmed that the health care professional is not affected.